Manufacturer narrative:
Philips service replaced the fru displayport sl dvi ext. Tx str 310mm video converter and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the live monitor in the examination room did not display on a allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.